Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room and then hospitalized due to high blood glucose on (B)(6) 2019 at 6:30 am with blood glucose of 237 mg/dl. Customer also experienced low blood glucose of 36 mg/dl and 44 mg/dl. Customer¿s other blood glucose levels were up to 140 mg/dl, 270 mg/dl to 275 mg/dl, 46 mg/dl to 200 mg/dl, 191 mg/dl and 170 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose and treated with something to eat for low blood glucose. Customer was unable to complete carelink upload. Troubleshooting was declined high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08735 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device communicated properly with the guardian link (3) and the test plug. No communication anomaly or calibration anomaly noted during testing. Device also communicated properly with the test blood glucose meter. The test value of 81 mg/dl was sent by the meter and received by the device. No device or meter communication anomaly noted. Device uploaded properly using carelink. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.